Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient thought that they would try the device once again before they called their physician. The patient stated that after the stimulator started again they recharged the battery and changed the batteries again in the programmer. The patient stated that they really were not sure why it started again because they tried the same steps before they called the manufacturer. The patient reported that they were (B)(6) pounds at the time of the event. The patient stated that they were not sure what caused it to stop. The patient stated that they read their instruction book and that they sit in front of a computer every day for 7 hours. The patient stated that they were not sure of the problem, and that no steps were taken. The patient stated that the stimulator issue is resolved as that it appears to be working fine now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a loss of stimulation. There were no trauma or falls reported that could be related to the issue. It was reported that the patient had an x-ray in (B)(6) and that could be related to electromagnetic interference. Trying to increase or decrease stimulation did not resolve the reported issue. There was a report that the patient could increase stimulation but they don't feel it and it wasn't helping with their pain. The patient had another group to try so steps were reviewed to change groups but that still did not resolve the issue. They tried increasing stimulation on all their groups but it did not resolve the issue. It was recommended to follow up with their healthcare professional to have the device reprogrammed. The patient thought their patient programmer was not working. Relevant medical history includes head/neck (non-malignant) and spinal pain. No further patient complications have been reported as a result of this event.